Event description:
A nurse reported problems with the system's illumination during a procedure. An alternate system was used to complete the procedure.

Manufacturer narrative:
The company rep examined the system and could not duplicate the problem reported. The system was then tested and met all product specs. A review of the system event log on the date of reported event, (B)(6) 2012, revealed no nonconformities related to the illuminator, as no activities were recorded on this date. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any add'l similar reports for this system. The root cause could not be conclusively determined. (B)(4).